Manufacturer narrative:
The driver was returned for product analysis. It was found that the tip of the returned driver had been broken off. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a spinal fusion procedure. It was reported that both tips of the drivers sheared off while implanting a screw at l2. The patient had extremely sclerotic bone from a fusion mass that was associated with a previous surgery. The surgeons identified this and tapped to a one to one ratio in terms of screw diameter. The screw was advanced into the pedicle with the attached drivers. Failure of the first driver occurred with the screw advanced about half way in, and the second failed when the screw was close to being completely seated. Navigated drivers were necessary in the case due to the preexisting fusion mass making it difficult to identify any anatomical landmarks. Therefore, a non-navigated driver was not an option. The product was used appropriately. There was no patient impact related to this event.